Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and the leads had migrated. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080677/7085631.